Event description:
First of all, I asked for a tubal ligation, and was told the essure would be quicker and easier. Well since day one, I have severe debilitating cramps, horrible periods, they last longer and the bleeding is much worse. I had essure put in 2012 at the (B)(6) clinic. I have severe cramping everyday. I have now been told that I have started early menopause. I feel tired and my whole body hurts everyday. I feel sick most of the time. I never felt like this before essure. I just want it gone and I want it to be pulled so no other woman has to deal with this ever again.